Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump might have a delivery anomaly after they attempt to bolus. Customer states that the issue was resolved with a complete reservoir and infusion set change. Customer declined further troubleshooting and stated they believed the insulin pump was functioning properly. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 18 mg/dl at time of reporting. Nothing further reported.